Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received instructions to reset the pump, and after assistance from technical support, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.